Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was initially reported that this system was explanted from this patient's left side and implanted on the patient's right side due to the patient's need for radiation treatment for a tumor. Additional information was received that the system was actually explanted due to infection. No additional adverse patient effects were reported.